Event description:
Info received indicates the head hi/low function is drifting down over a couple of days.

Manufacturer narrative:
The accounts maintenance stated that he found the s10 valve was not working. He replaced the valve to repair the bed.